Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead abrasion although physician was not sure during a changed out. In addition, a lead repair kit was used and ended up capping this rv lead and used implantable cardioverter defibrillator (ICD) rate sense. Additional information received which indicated that this rv lead exhibited other/non-product experience. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.